Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy. Dislodgement was noted on the right atrial (ra) lead approximately one week post implant. No sensing of p waves and no capture were noted. During the revision procedure when the lead was being screwed into the atrial port, an issue was noted and the screw would not engage. The ra lead was revised and remains in use. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.